Event description:
Hill-rom received a report from the account stating that the bed exit would not work. The bed was located in the basement bed down area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unk if the facility performed any other preventative maintenance on this bed. Based on this info, no further action is required.